Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately five (5) years and five (5) months ago. Subsequently, the patient underwent a revision surgery approximately one (1) month ago due to the implants disassociating. It is unknown at this time what caused the implants to disassociate.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110032420, comp aug mini bsplt w tpr md; lot#: 64155087. Item#: 115316, comp rvrs shldr glnsp +6 36mm; lot#: 943630. G2: foreign: australia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a reverse-type right shoulder arthroplasty is present. The glenosphere is separated from the glenoid baseplate. There is a resulting dislocation of the implants. The humeral stem is incompletely visualized. No fracture is identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.